Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a red display, non-functioning ventilator occurred on a trilogy evo. The device was not reported to be in patient use at the time of the allegation. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due. New information/evaluation: the trilogy evo ventilator was returned to the third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation the customer complaint was confirmed. An error code in relation to mcl_foc_shutdown was recorded in the device event log. The blower was replaced to address the issue. Additionally, during the service of the device, it was noted that the unit was heavily contaminated with dust. The machine flow sensor and 2 in-line filter prox. Are contaminated. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter and air inlet foam filter were replaced, and the maintenance label was added. The vanity cover was missing the silver button ornaments; and therefore, was replaced. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. There is no patient harm associated with this notification, and no risk of harm if the event should recur and does not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803).

Event description:
The manufacturer received information alleging a red display, non-functioning ventilator occurred on a trilogy evo. The device was not reported to be in patient use at the time of the allegation. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.